Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately 50.0 from the distal tip. Piece measuring proximately 4.33¿ x 1.33¿ was not returned with the instrument. Components adjacent to this broken main tube did not show damage. Additional unrelated observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. A review of the provided image was performed, and the image of the instrument is consistent with the reported complaint. The probable root cause of the broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the shaft was bent and stuck in the cannula or staff destroyed the connection between tip and shaft in order to take out the tip up fenestrated grasper instrument from the cannula so the tip was distorted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi)followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue when the issue occurred. The instrument and cannula were removed together due to the tip being separated from the shaft. The port incision was not increased in order to remove the instrument and cannula together. Photographic images of the device(s) were provided for review.